Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a ¿no disposable clamp tubing¿ alarm. The patient was instructed to silence the alarm, review the pump settings (reservoir volume 123.2 ml, continuous rate 1.4 ml/hr, and volume given 19.75 ml), and power off the pump. Troubleshooting was performed but the alarm persisted. Per reporter, the patient was instructed to power off the pump, keep the clamp closed, and remove the cassette. Troubleshooting was repeated, and the tubing was massaged to release air bubbles, but the alarm persisted indicating ¿no disposal, pump won¿t run.¿ the patient was instructed to power of the pump, keep the tubing clamped and call the clinic for further instructions. The patient verbalized understanding and had no further needs at this time. Medication in use was 5fu. The event occurred while in use with a patient and at the patient¿s home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.